Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and occlusion test. No prime anomaly was noted. No moisture damage was found on the motor or electronic assemblies during the visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer called to report the insulin pump is stuck on the fill tubing screen. Blood glucose reading was 141 mg/dl. The customer is unable to get the insulin pump out of the preparing to prime loop. Attempted to assist the customer with clearing the alarm. The insulin pump did not beep according to design. The insulin pump had a leak in the reservoir. The insulin pump passed the self test. Advised that the insulin pump will be replaced. Nothing further reported.